Event description:
An email was received from a sales manager who stated someone from the purchasing department reported an IV set where there was no flow. The item is bagged and still has fluid in it. The nurse used another set and it worked successfully. There was no injury or medical intervention reported . No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned and the reported issue was confirmed; visual inspection and simulated use testing was performed that demonstrated the check valve was of issue. No root cause could be determined.

Manufacturer narrative:
(B)(4). The device has been received by baxter. A visual inspection was performed and revealed that all the clamps were in the open position. Additionally, no obvious physical abnormalities were noted. The sample was then tested for priming. The sample would not prime past the check valve even when squeezing the solution bag. Visual inspection of the inlet port of the check valve showed that the opening is narrowed down. Because the sample would not prime the complaint will be confirmed. No other testing was performed. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.